Manufacturer narrative:
This ventilator was found to have a substitute battery pack inside, not the manufacturer's own battery pack. This battery pack was manufactured by a company called r&d batteries of burnsville, mn (their part # 6064-nimh). Bio-med devices, the ventilator manufacturer, has no relationship or contact with r&d batteries, and as per the ventilator's IFU, only bio-med devices's battery pack should be used with this ventilator. More specifically, the ventilator's operation & service manual cautions: "only replace the battery pack with bio-med devices part #prt2268. Do not substitute. The cells are non-standard high capacity." The FDA might want to visit the deceptive page from r&d batteries' website (https://www.rdbatteries.com/6064-nimh) showing their part # 6064-nimh, which might give users the false impression that bio-med devices authorizes r&d batteries' battery pack, via the unauthorized use of bio-med devices' company (& ventilator) name.

Event description:
User narrative: "needs a pm. Device shut off during transport." No patient injury. Unclear if the ventilator was actually even in use on a patient.